Event description:
Iab cath inserted after post aortic valve replacement on 5/8/97. Blood noted in drive line several hrs after insertion. Iab cath removed after consult with surgeon. Pt continues an multiple i.v. Medications. Is stable on mechanical ventilator.